Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a refill the patient's pump was filled with 5 mg/ml of drug updated from 2 mg/ml. The information on the programmer was not updated. There were no issues or symptoms that resulted from this. When the patient returned for another refill, the information was updated to reflect the current drugs. Then the health care provider refilled the pump with new drug, increasing the marcaine. It was noted that the patient was not getting as much relief as they expected. The drugs in the pump were dilaudid (hydromorphone) and marcaine (bupivacaine). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician. (B)(4).